Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite extensive troubleshooting. A magnet was applied however, there was no magnet response. The plan is to replace the device in the next week as this device may no longer be functioning. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite extensive troubleshooting. A magnet was applied however, there was no magnet response. The plan is to replace the device in the next week as this device may no longer be functioning. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite extensive troubleshooting. A magnet was applied however, there was no magnet response. The plan is to replace the device in the next week as this device may no longer be functioning. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.